Event description:
A patient using the patrol pump experienced an over-delivery of feeding. It was reported that the pump was set at a rate of 99 ml per hour, however the pump delivered 1500 ml in 10 hours rather than 15 hours (50% over-delivery). There was no report of injury or illness, but the patient did experience nausea. The feeding was stopped and "split", and the pump replaced. No other medical intervention was given. The patient's past medical history includes removal of "esophagus and intestines" 3 years ago. Clarification of the patient's medical history was requested, but as yet not received.